Manufacturer narrative:
Evaluation summary; results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter, renq-CAPA-0031.

Event description:
The spike of a transfer set was broken during removing by clean flash. The set was in use for 90 days. There is no pt injury or medical intervention associated with this incident according to the international affiliate.